Event description:
Patient was using the incentive spiromete for the first time. When inhaling deeply he felt something hit the inside of his mouth. He put the object into a kleenex and found it was plastic shavings. Half of the specimen was saved as the rest fell on the floor and were lost. There was no evidence any of the particles were inhaled. The ptient had no complaints.